Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the device(s) was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced pain, swelling, osteolysis and aseptic loosening. As a result, the patient underwent a right knee revision surgery approximately 8 years after initial implantation. During the revision surgery the patella component was found to be worn. No further patient impact reported. No further information available.